Event description:
A webform complaint was received in which an alarm issue was reported with the abbott diabetes care (adc) application in use on an iphone 13 with ios operating system. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, was unable to self-treat, and no third-party treatment was reported. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The low glucose threshold in the alarm settings was set to 100 mg/dl. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release an extended investigation has been performed by the pqe (product quality engineering) and determined that there were no issues with the librelink application which would led to the complaint. The user reported missing low alarm with the freestyle librelink application. Attempted to recreate the user complaint and was not able to reproduce the complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an alarm issue was reported with the abbott diabetes care (adc) application in use on an iphone 13 with ios operating system. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, was unable to self-treat, and no third-party treatment was reported. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. This also serves as a correction report. Section h10(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an alarm issue was reported with the abbott diabetes care (adc) in use with an iphone 13 with ios 2.8.1.6120 operating system with app version 16.3.1. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, was unable to self-treat, and no third-party treatment was reported. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.